Manufacturer narrative:
The reported issue that the device had dim segment on the led display could not be confirmed; no product or device logs were returned for investigation. No device history or qn search was performed since no source device serial number was reported by the customer. The reported issue of a dim segment is confirmed based on the field action. The device is used for treatment purposes. The alaris pump module is typically used for treatment. The file may be closed based on the above facts. The customer stated that there was no patient involvement. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had dim segment on the led display. Further information not provided.